Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another meter with readings of "6.0mmol/l" compared to "8.3mmol/l." This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings:the meter passed testing and functioned properly; no faults were found. Pa was unable to reproduce the complaint. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.